Event description:
It was reported that during a laparoscopic hernia procedure, the anchors were falling off and staying in the instrument. After 2 days there was a reoperation because the mesh released from the anchors.